Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing vomiting for 2 weeks; did not realize it was due to elevated blood glucose. Caller alleges pump had been beeping while displaying an error message; she removed the pump that night and planned to find out the issue the next day. Customer lost consciousness the next day and paramedics were called; was admitted to the hospital with a blood glucose level of 1400 mg/dl, diagnosed with ketoacidosis and treated with for dehydration and placed on different ivs of unknown content. Product was not requested for return.